Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was received from the customer. The placement signal failure was most likely caused by damage to the sensor through an interaction with another device. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, pump was working fine and md proceeded with lazer, rotoblator and shockwave. Immediately after first shockwave, placement and lv signal went off screen and numbers dashed out, re-adjusted with out success of brining signals back. Upon view of fluoroscopy it was noted that the guide catheter for intervention was right up against the cannula. But when md moved guide catheter a little, placement signal still did not come back. Procedure was completed without incident.